Event description:
The patient reported that the down arrow keypad button was slow to respond. The patient also stated that he wears the pump in a pocket and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive, required more force and multiple button presses in order to elicit a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.